Event description:
Event description cpi received information that during a replacement of an implantable cardioverter defibrillator (ICD) that had reached end of life normally, the physician noted one of the chronic patch leads was fractured and the entire lead system was capped.